Event description:
Reporter indicated that the device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt has experienced an increase in seizure activity since undergoing generator replacement surgery approximately 18 months prior. Intraoperative device diagnostic testing at the time of generator replacement surgery was within normal limits, indicating proper device function at that time. It is unk whether the pt feels stimulation as pt is non-communicative. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt is scheduled for revision surgery. Lead break is suspected.